Event description:
The customer reported that during a vein thrombolysis procedure the catheter hub detached about an hour after placement. The catheter shaft was found to have a cut mark near the proxuimal marker after removal. The device was replaced with another device. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: one used suspect device was returned for evaluation. The returned device catheter shaft was received in two pieces along with the hub detached from the proximal end. The user did not indicate if this was the initial use of the device. The device history record was reviewed and found no exception documents. The complaint database was reviewed and found no similar complaints for this lot number. The evaluation is in process. A follow-up report will be submitted when then evaluation has been completed.